Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure, ventricular tachycardia (vt), and patient outcome cannot be conclusively determined through this evaluation. Additionally, the report of low flow alarms cannot be confirmed as no log files were submitted for review. The patient ultimately expired due to right ventricular failure. The patient's death was not considered to be device-related as it was reported to be operating as expected. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including right heart failure, cardiac arrhythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to right ventricular (rv) failure. It was later communicated that pre-implant echocardiogram noted mildly decreased rv function. It was noted that on (B)(6) 2023 the patient had worsening cardiogenic shock with worsened mental status and low flows. The patient had recurrent low flow alarms as well as ventricular tachycardia (vt) requiring anti tachycardia pacing (atp). A variety of medical interventions were attempted to improve the patient's condition. A transesophageal echocardiogram (tee) showed moderate to severely dilated rv with moderate dysfunction (good free wall thickening). The left ventricle however was contracted down hugging the pump inflow cannula.